Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 if additional information is received a follow up report will be submitted.

Event description:
It was reported bad fixation of the needle and the thread. The reporter indicated that the needle detaches from the thread (suture). No other information has been provided.